Manufacturer narrative:
(B)(4). Medical product - oxf twin-peg cmntd fem md PMA , 161469, lot 214510, therapy date - (B)(6) 2018. Medical product - oxf uni tib tray sz c rm PMA, item 154723, lot 164090 therapy date - (B)(6) 2018. (B)(4). Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-00994 and 3002806535-2018-00997.

Event description:
It was reported that a patient underwent an initial right knee procedure. Subsequently the patient had a revision surgery due to loosening and pain.